Event description:
During the surgical procedure, the m/l 10 clip applier clip failed to stay close onto the tissue and fell into the patient, the clip was retrieved. There was no harm to the patient.

Manufacturer narrative:
Na